Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that atrioventricular (av) block iii occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon aortic valvuloplasty (bav), according to the lotus edge valve instructions for use (IFU). Next, subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with complete re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was performed. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed av block iii. The event led to prolongation of hospitalization. On the same day, a new permanent pacemaker was implanted and the event was considered recovered. The subject was still in the hospital at the time of reporting.

Manufacturer narrative:
A1:patient identifier: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
Respond edge study. It was reported that atrioventricular (av) block iii occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the lotus edge valve instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with complete re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was performed. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed av block iii. The event led to prolongation of hospitalization. On the same day , a new permanent pacemaker was implanted and the event was considered recovered. The subject was still in the hospital at the time of reporting. It was further reported that the permanent pacemaker implanted was a non- boston scientific pacemaker.